Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool broken. It was also reported that the procedure was completed using a backup product, no damaged piece in the patient's body. On follow up it was confirmed that the status of the patient after the operation was no health impact, no fragments left inside the patient, no delay in the surgical procedure.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the device was disassembled and visually inspected under the microscope. The head did not break at the braze joint rather the wire broke approximately 0.008" behind the head. The remaining burr wire proximal to the break behind the head is approximately 3.65" long with the break occurring in the ø0.024" region. This indicates that the wire broke in two places and approximately 2" of bur wire remains lodged in the tube. Pitting and discoloration are present along the wire. Color bands on the burr wire indicate the product overheated. Pitting on the wire suggests contact of the burr wire with the inner tube walls during use. Most likely cause of failure is excessive force during use causing wire to contact inner surfaces of tube which lead to increased friction and ultimately fracture medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.